Manufacturer narrative:
Applied medical received the event unit for evaluation. Upon visual inspection, engineering observed a crack at the distal end of the cannula. Engineering performed leak testing on the balloon of the trocar, and a hole was found on the distal end of the balloon, confirming the complainant's experience. During the manufacturing process, all trocar units are visually inspected and leak tested prior to packaging. The balloon leakage is likely due to sharp objects coming in contact with the balloon during the procedure. In addition, the crack at the distal end of the cannula is likely due to force applied during the procedure along with lipid exposure. The instructions for use states, "do not allow sharp instruments or objects to come into contact with the balloon. Use caution around metal clamps, staple lines and during secondary port placement." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. It is important to note that events resulting in balloon damage are deemed not reportable according to applied medical's reporting standards. This event is reportable due to the crack observed at the distal tip of the cannula, as there could be potential for unintended material to be left in the patient.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown - "this is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: the balloon would not inflate, causing it to be firmly unfixed on the abdominal wall. Initial investigation report by (B)(6) olympus: the event unit was returned to olympus and visually inspected. No visible damage was observed with the balloon. The distal end of the cannula was cracked. However, olympus could not identify if the damage caused the reported balloon inflation failure. The unit will be returned to (B)(6) for further evaluation. Admin#(B)(4)." Patient status: no patient injury.